Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The corner of the incision was pulled and the implantable cardioverter defibrillator was exposed. The device and right ventricular lead were removed due to possible infection. The patient was stable. Related manufacturer reference number: 2017865-2019-14713.

Manufacturer narrative:
Analysis was normal. No anomalies were found.